Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had big air bubbles. The customer¿s blood glucose was unknown at the time of the incident. Customer reported that it was hard to push the plunger. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill reservoir test using a new lab transfer guard per dop114-811. Found no occluded and no air bubbles anomalies during analysis. Checked o-ring for defects and none was found. Conclusion: no occluded and no air bubbles. Also perform visual inspection and found transfer guard¿s needle were not centered. Transfer guard needle were found not parallel to transfer guard body axis. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.